Manufacturer narrative:
This device is a second hand product (used). Device was evaluated and repaired in the field. No erratic behavior with the chair was observed. The chair showed no signs of rolling over. The chair was in good shape with the exception of the joystick wire which was frayed. The joystick was replaced and the device is working properly.

Event description:
Customer bought used chair (B)(6) 2013. He alleges customer stopped unit and went to move forward, he hit joystick, and the unit went erratic, went up on hind wheels, and threw him off.

Event description:
Customer bought used chair (B)(6) 2013. He alleges customer stopped unit and went to move forward, he hit joystick, and the unit went erratic, went up on hind wheels, and threw him off.

Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.